Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in an atrial tachycardia ablation procedure. After ablation, it was noted that tamponade occurred. It was reported that no catheter malfunction occurred. The tamponade was treated by pericardial drain and an over night stay at the hospital.